Manufacturer narrative:
(B)(4).

Event description:
The reporter stated after the surgeon inserted the (B)(4) silicone plate lens, the surgeon discovered the 2.0 diopter was too much for the pt. The lens was removed immediately and a smaller diopter lens was implanted. There was no pt injury. The reporter stated the incident was the result of wrong diopter selection.